Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there are similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause of the reported problem was determined to be dirt inside the tubing channel. Appropriate action was taken to correct the reported problem by cleaning and drying the tubing channel.

Event description:
During baxter canada's review of the event history for another report of a colleague infusion pump, it was discovered that failure code 810:04 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.63.92, categorized as remediated.